Event description:
The customer's mother report that on (B)(6) 2014 at 735 pm her daughter activated a new pod and her blood glucose, carbohydrate intake and insulin history. The pod was deactivated. Upon removal, she noticed bruising around the site and that the needle did not retract back into the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism issue (fail to retracted) or to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.